Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed transducer fault. The events log recorded transducer fault occurred (2, 0, 715) and the exhalation differential transducer failed. The issue occurred during patient use but there was no harm as the patient was switched to alternate ventilation.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 transducer has failed.